Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock following implant of the electrode. The noise was felt to be consistent with air entrapment near the device or electrode implant location. Surgical intervention was undertaken the following day. The electrode and s-ICD were explanted. A transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock following implant of the electrode. The noise was felt to be consistent with air entrapment near the device or electrode implant location. Surgical intervention was undertaken the following day. The electrode and s-ICD were explanted. A transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.